Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would not hold power and immediately shut off when undocked. It only remained powered on while connected to the main bsm. This was discovered during setup, so no patient harm was reported. Investigation summary: multiple attempts have been made to request additional information and to have the device sent in for evaluation. However, there was no response received from the customer. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/07/2025 emailed the customer via microsoft outlook for the information above: no reply was received. Attempt # 2: 08/18/2025 emailed the customer via microsoft outlook for the information above: no reply was received. Attempt # 3: 08/25/2025 emailed the customer via microsoft outlook for the information above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm-1753a: main bedside monitor: model #: ni, serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not hold power and immediately shut off when undocked. It only remained powered on while connected to the main bsm. This was discovered during setup, so no patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not hold power and immediately shut off when undocked. It only remained powered on while connected to the main bsm. This was discovered during setup, so no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm-1753a: main bedside monitor: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not hold power and immediately shut off when undocked. It only remained powered on while connected to the main bsm. This was discovered during setup, so no patient harm was reported.